Event description:
The customer reported that his blood glucose reading was 286 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime test. However, the insulin pump failed the high pressure test. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.